Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired while in the hospital. The pt was reported to have been hemolysing, throwing clots and towards the end of life, was experiencing power surges.

Event description:
Plaque shift occurred after placement of the first cypher stent in the target lesion. The patient¿s age was unknown, but was a male. The target lesion was the distal left circumflex branch. The lesion was a de novo, heavily calcified and highly tortuous. The length of the lesion is unknown. There was 99% stenosis. A cypher (size and lot number unknown) was initially implanted at the proximal end of the distal left circumflex branch. When the stent was deployed, plaque shift occurred. Therefore, a cypher select plus (2.5x28mm) stent was delivered to the target lesion to treat the plaque shift. The cypher select plus passed the cypher which was initially implanted at the proximal end, but due to the heavy calcification the stent would not cross the lesion, and the shaft became kinked at the mid portion while being pushed. After the stent failed to cross, the physician chose a new cypher select plus (2.5/28mm) stent for implant and delivered, but it also became stuck at the same section of the lesion. Because the patient¿s condition (unknown) deteriorated temporarily on the second try, the procedure was finished without stenting. His condition did recover and became stable after the procedure. The patient¿s condition improved. There was no treatment given. There was no patient injury reported. The patient is currently in stable condition. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Please note that the initial medwatch report sent on april 20, 2010 was sent inadvertently as the adverse event involved a product not approved for distribution in the us (unknown cypher (B) (4)). Therefore, this event of coronary artery embolism (plaque shift) is no longer considered reportable. Please update your files accordingly. No additional follow-up will be forthcoming.

Manufacturer narrative:
Concomitant products:inflation device: abbott;gw: brite tip al1.5;bc: voyager 2.0/15mm;sheath: radifocus;stent: cypher, cypher select+ 2.5/28mm;the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information will be submitted within 30 days upon receipt.